Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that a temperature alarm occurred while the battery was charging. Customer continued to use the pump insulin therapy. Customer¿s blood glucose was 127 mg/dl.